Event description:
In 2008, the patient reported he awoke with a blood glucose reading of 326 mg/dl and his insulin infusion set was leaking at the insertion site and pushing itself out of his body. His recommended range is under 150 mg/dl. He had no symptoms and treated his reading by bolusing through his infusion device. He stated he inserts his infusion sets into his abdomen and rotates his sites. The patient was sent courtesy samples of a different infusion set. On follow up with the patient, he stated he is doing well with the new infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.